Event description:
(B)(6) states that the rollator frame has broke again. She states her brothers original rollator was purchased (B)(6) 2011 and it had a 3 year warranty. She did state there was no injury. She wants us to cover her new rollator under the original 3 year warranty. She states the frame also is broke and it is no longer under warranty. She states it is broke above the front caster wheel - where it starts to curve. The return was (B)(4).